Event description:
Pt underwent a peripheral surgical vascular bypass. Gradual leg swelling was observed post-operatively all along the length of the graft. Drainage was performed twoo weeks after surgery. Graft remained however implanted in pt. No further information was provided.